Manufacturer narrative:
Verification of the accuracy for this lot was performed against the current version of the inspection test procedure. Lot passed criteria outlined in the test procedure. Will continue to monitor on monthly complaint trend reports. Note: consumer acknowledges possible storage issue (high humidity conditions).

Event description:
Consumer called to report incident of her meter giving false readings. Her spouse had to call the paramedics for assitance because she was feeling lower than the meter read.